Manufacturer narrative:
The device was returned for evaluation. And the customers allegation was confirmed. It was noted, that the issue occurred, due to dust in the scope sensor. And there was dust inside the unit that needed to be cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the olympus field service engineer (fse), that the evis exera iii xenon light source front panel was blinking. The issue was found during morning inspection by the customer. The fse inspected the device and confirmed the issue. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of dust being on/inside the scope sensor could not be identified. Olympus will continue to monitor field performance for this device.